Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that this was an ami patient. The target lesion was the mid rca with mild tortuosity, concentric, mild calcification, and had 99% stenosis. The voyager was advanced to perform pre-dilatation. During the first inflation, the balloon ruptured at 6 atm. The voyager was removed and replaced with another company's dilatation catheter. There were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing materials, interactions with other devices, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. Reportedly, this was an acute myocardial infarction (ami) case and the lesion was mildly tortuous and calcified with 99% stenosis, which may have contributed to the difficulties experienced. Unfortunately, without a returned device for analysis, a conclusive root cause for the reported balloon rupture cannot be determined.